Manufacturer narrative:
(B)(4): physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device logged event code(s) in the memory and displayed the "call service" message indicating a critical failure. The device would not be available for use in the reported condition. There was no known patient use associated with the reported event.